Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening during establishment of final arm angle (efaa) and the clip opening while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip was implanted on a3/p3 successfully. Then an xt mitraclip was positioned medially on a2/p2. The lock line was removed and while performing the second establishing final arm angle (efaa) the device opened approximately to 60 degrees. The xt clip was able to be reclosed and the deployment process continued. After the release pin was pulled and exposing the groove, the clip opened again. The clip was deployed and remained stable on the leaflets. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement associated with clip opening during second efaa and with the clip opening when release pin was pulled could not be determined. Additionally, this event was further reviewed by a clinical r&d engineer, and the reviewer stated that ¿two (2) fluoroscopic still images were provided. Both images were taken during active use of the second cds (reported device). In the first image, the delivery catheter (dc) is extended with the clip still attached and the clip arms in the fully closed position (~10°) indicating the image was taken either just before or during deployment maneuvers, prior to mechanical separation of the clip from the dc; it unclear at which specific procedural step (e.g. First efaa check, lock line removal, second efaa check, etc.) The image was taken. In the second image, the second clip (reported device) is fully deployed and the cds has been fully removed and no longer in view. The clip arms are open to ~60°. While the stated angles in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the clip arms are opened to a significantly larger degree post deployment (second image) as compare to pre-deployment (first image). In addition, there is a noticeable change in relative position of the clip post deployment. An assessment of the clip trajectory pre deployment (attached to dc) and post deployment, relative to the position/trajectory of the first implanted clip, shows a significant change in the clip's position (see figure 1). This indicates potential misalignment with the valve plane and/or line of coaptation during leaflet grasping & deployment, which may result in tension on the clip arms and movement post deployment. It should be noted that the fluoro c-arm position was changed for the second image, adjusting the viewing angle a minor amount based on the tee probe positioning in the images; however, this movement is non-contributory to the noticeable change in clip position pre and post deployment. Furthermore, it was reported that "during deployment, it opened to 60 degrees again after pin was pulled exposing the groove". The release pin component serves as a mechanical connection between the arm positioner and internal actuator assembly (the clip is attached distally to the actuator assembly). During normal use prior to removal, the release pin allows rotational movement of the arm positioner by the user to be translated into linear movement of the actuator assembly. When the arm positioner is rotated in the closed direction, the actuator assembly is translated proximally which applies a tensile force at the clip to essentially pull the clip arms closed. During deployment, per the instructions for use, the arm positioner is place in neutral prior to removing the release pin; this action is intended to alleviate any residual force on the actuator assembly/clip. When the release pin is removed, the mechanical connection between the arm positioner and actuator assembly/clip is completely severed. Observing clip arm opening during this step, as reported, is an indicator that there are tensile forces exerted distally at the clip. When the clip is attached to the cds, any excessive tension exerted on the clip arms due to misalignment, thick leaflets, grasped chords, etc. Is absorbed by the actuator assembly-arm positioner connection, holding the clip arms in a closed position. When the release pin is removed, the clip arms bear the excess force and with the actuator assembly free to move, can result in clip arm movement.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).